Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The customer changed the halogen lamp and the reaction cell. The field service engineer found that the cell rinse nozzles were not bouncing back as normal. After performing a thorough cleaning, the spring-back function was fully restored. All qc passed, and the hardware performance check results were verified to be within acceptable limits. The investigation is ongoing.

Event description:
There was an allegation of questionable ast and alt results from the cobas c 503 analytical unit. The samples were repeated after the maintenance/service actions were completed. Sample 1 initial alt result was 9 u/l, and the repeat result was 48.6 u/l. The initial ast result was 12 u/l, and the repeat result was 51.5 u/l. Sample 2 initial alt result was 8 u/l, and the repeat result was 35 u/l. The initial ast result was 6 u/l, and the repeat result was 31.5 u/l. Sample 3 initial alt result was 92 u/l, and the repeat result was 30.8 u/l. The initial ast result was 80 u/l, and the repeat result was 26 u/l. Sample 4 initial alt result was 82 u/l, and the repeat result was 26.8 u/l. The initial ast result was 81 u/l, and the repeat result was 24.3 u/l. Sample 5 initial alt result was 81 u/l, and the repeat result was 22 u/l. The initial ast result was 77 u/l, and the repeat result was 18.5 u/l. Sample 6 initial alt result was 78 u/l, and the repeat result was 20.8 u/l. The initial ast result was 71 u/l, and the repeat result was 15.7 u/l. The repeat results were believed to be correct.